Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, due to the limited visibility of the surgical field distraction and focused concentration on securing the anastomosis the trocar tip was forgotten and left in the surgical field. Approximately 2 mos. Ago the patient underwent a CT abdomen/pelvis with contrast which revealed intraperitoneal metallic tubular density in the lower pelvis which appears to contact a loop of small bowel measuring approximately 3.5 x 0.8 cm and represent a radiopaque retained foreign body. The patient returned to surgery approximately 3 weeks after the CT for the ileostomy taken down and the retained stapler trocar tip was retrieved. There was no other therapies used on the patient. A surgical robot was the other device used on the patient.